Event description:
It was reported that the implant dropped due to not disengaged from tool. After attempt to disengage, the implant fell off, and lost sterility so another implant was placed. Tooth number 30 (universal).

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Manufacturer narrative:
This report is being submitted to report additional information. The device was returned. The reported event was non-verifiable, since the original driver used was not returned. Based on the evaluation and functional testing, device malfunction has not occurred. There is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Functional test with an in-house mating component/driver revealed; the device engage and disengage as normal. The complaint is related to the functional performance of the device. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.